Event description:
It was reported sometime post vena cava filter deployment for a history of deep vein thrombosis/ pulmonary embolism that the filter allegedly had limbs extending beyond the inferior vena cava wall, with one limb eroded into the l3 vertebral body. There were no reported attempts made to retrieve the filter. There was no reported patient injury. Based on a review of the medical records received, the patient with history of blood clots and left deep venous thrombosis despite anticoagulation had a filter successfully deployed without incident. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned. Images were not provided. Medical records were provided and reviewed. Approximately eight years and twenty six days post filter implant, a computed tomography (CT) of the abdomen and pelvis was performed for the patient with deep vein thrombosis recurrent lower extremity chronic insertion of inferior vena cava filter which reported no residual venous thrombus. It also indicated that bard recovery filter is present with tip situated inferior to the confluence of the inferior vena cava and renal veins. The tip of the filter is well situated within the center of an in parallel to the inferior vena cava (ivc). Some tines appear to extend well beyond the inferior vena cava. One tine has been reported to be eroded into the nearby l3 vertebral body. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc). Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of blood clots and left deep venous thrombosis despite anticoagulation was scheduled for placement of an inferior vena cava (ivc) filter. The right common femoral vein was accessed percutaneously and an inferior venacavogram was performed. This demonstrated normal caval anatomy without evidence of thrombus. The filter was then deployed in the infrarenal ivc. Post filter placement spot film confirmed good position and deployment. The catheter was removed and hemostasis was achieved with direct manual compression. There were no complications. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. There was no specific deficiency alleged in the provided medical records. Therefore, the investigation is inconclusive for the alleged perforation as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: - perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported sometime post vena cava filter deployment for a history of dvt/pe that the filter allegedly had limbs extending beyond the ivc wall, with one limb eroded into the l3 vertebral body. There were no reported attempts made to retrieve the filter. There was no reported patient injury. Based on a review of the medical records received, the patient with history of blood clots and left deep venous thrombosis despite anticoagulation had a filter successfully deployed without incident. No additional information was provided in the medical records received.